Event description:
It was reported that the sterna saw was not running fast enough during rout service testing. No pt was involved.

Manufacturer narrative:
The sternal saw was returned to terumo for investigation. It was determined that present poor condition of saw led to reported failure mode. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service dept and returned to the customer.